Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly, sustained physical damage, and required more frequent battery changes. The caller did not know the blood glucose reading. The customer stated that he had to press the act button harder to garner a response, and the down button also did not work as well as it used to. He stated that the transmitter would not charge and that the insulin pump alarmed weak signal frequently. He noted that the insulin pump also alarmed calibration errors and low battery often. He observed cracks in the screen and reservoir windows, as well as at the battery compartment. He did not observe any significant events leading to the keypad issues. He noted that the batteries lasted 3 weeks instead of 4 to 6 weeks as they had before. He was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.